Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during the implant procedure, the physician had a difficult time inserting the atrial lead into the atrial port. The physician used mineral oil and with additional force was able to insert the lead into the port. The procedure was successfully completed and electrical values were within range and normal.